Event description:
It is reported that patient experienced infusion set fell off due to tape not sticking on (B)(6) 2026. The site of insertion was leg. The infusion set was used for two days.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.